Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.229"x 0.414". Visual inspection displayed missing fragments. The complaint regarding rubber protector being damaged was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the sureform 45 stapler be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the rubber protector at the bend of the sureform 45 stapler instrument was completely detached. The user completed the procedure and no known impact or patient consequence was reported. On 11/21/2024, intuitive surgical, inc. (Isi) received user facility report 5201770000-2024-8273 stating: sure form 45 da vinci stapler not working properly while on the field. Equipment noted to have rubber piece on front end ripped off. Isi followed up with the initial reporter and obtained the following additional information: the reported issue did not trigger a surgical delay. There were no reports of any fragments falling into the patient and no reported harm or injury to the patient was reported.